Manufacturer narrative:
Submit date: 02/07/2017. This complaint was accidently opened in error as a duplicate of already submitted report: 1018120-2016-00156. All supplemental filings will be submitted via 1018120-2016-00156.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer experienced an adverse event with an iodoform strip. The customer reports that the cotton ball used in the iodoform packing strip packaging was unknowingly placed in the patient with the packing strip. When the packing strip was removed from the patient for wound vac placement, the cotton ball was not visualized. The cotton ball was believed to have traveled deeper but it was found when the infection was cleaned. The cotton ball was removed after the wound vac was used to assist wound healing. The cotton ball was removed in the physicians office. The site became infected, which is how the article was found but there was no further or permanent harm. The patient did undergo a procedure to ensure there was not additional cotton ball articles inside and there none was found. The patient healed well after this procedure.